Event description:
Ventec received a copy of a medsun report, FDA form 3500a, which stated the following: "vocsn ventilator kept flashing a black screen and ventilating patient on its own." There was patient involvement associated with the reported event. Ventec reached out the initial reporter for additional information and was advised that the patient was placed on their backup device for support, and that there was no patient harm as a result of the reported issue. The initial reporter advised that the device continued to ventilate while its display was flashing black, but that the patient's respiratory therapist (rt) had noticed that the device was providing extra breaths and that its lcd touchscreen screen was inoperable. Additionally, the medsun report stated that the date of event was "jan 2026". Therefore, ventec has entered 01/01/2026 in section b3, date of event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.